Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen was unresponsive. Reportedly, the customer a new pump user and was unable to select the number '0' when inputting settings and/or inputting carbohydrates/blood glucose (bg) values in the bolus calculator. During troubleshooting with tandem technical support, the customer successfully entered the intended values. Additionally, troubleshooting verified that the pump was functioning as intended. Customer acknowledged advise to ensure to not accidentally touch outside the screen boundaries. At the time of the reported event, the customer successfully delivered a bolus. Blood glucose was 232 mg/dl.